Event description:
It was reported the patient presented in clinic for follow-up with diaphragmatic stimulation. Interrogation revealed the implantable cardioverter defibrillator (ICD) was in backup mode caused by flipped bits that affected the device memory. The ICD was successfully restored. The patient was in stable condition.